Event description:
Catheter wouldn't infuse or flush. Surgeon felt device was defective and removed it on 1/17/94. On 1/24/94, this hosp became aware of a recall on the device when a sales rep contacted surgery dept and tried to retrieve the device. We have not received any official recall notice, but upon contacting the hosp that implanted it, we received a copy of their recall notice. Upon talking to a rep from the MFR, rptr learned that the recall notices only went out this month and that not all facilities had received official notice yet.